Event description:
It was reported that post-implant of the pacemaker system a loss of atrial capture was observed. The threshold at implant was 1.4 v at 0.4 ms and upon interrogation post-implant the threshold was 3.1 v at 1.0 ms. The atrial output was programmed to 5.0 v at 1.0 ms and it was planned to continue to monitor the atrial lead measurements. The atrial lead remains in service.